Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms stent delivery system in two pieces. The shafts, tip, stent, and balloon were microscopically and visually examined. The balloon was tightly folded with the product mandrel and stent protector in the as manufactured position. The midshaft was detached 107cm distal of the strain relief. The separated ends of the midshaft were stretched, indicating that there was force applied causing the separation. The product mandrel and stent protector were able to be removed with no resistance; however, the separation shows there was issues during removal.

Event description:
It was reported that shaft break occurred. A 32 x 3.50 rebel stent was selected for use. However, during preparation, the distal protective stylet was difficult to remove and the stent delivery system fractured at about the monorail wire outlet area. The procedure was competed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 32 x 3.50 rebel stent was selected for use. However, during preparation, the distal protective stylet was difficult to remove and the stent delivery system fractured at about the monorail wire outlet area. The procedure was competed with another of the same device. No patient complications were reported.